Event description:
The patient reported that her infusion device is functioning, however the infusion device screen is blank. The patient is aware of the power pack recall and has been changing her power packs every 2 weeks as recommended. The power pack the patient was using was approximately 1 week old. The patient tried another power pack to see if it would bring the screen back to normal, but the screen remained blank. The patient's blood glucose was not affected. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. A replacement device was sent to the patient. Product was requested to be returned for evaulation.